Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the mid to proximal lad exhibiting 85-90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross a very narrow and calcified lesion. Resistance was noted while advancing the stent and also when trying to remove the stent through the guideliner. It was informed that stent deformation occurred in vivo during positioning. The lesion was further pre dilated and was successfully treated using another medtronic device. No patient injury was reported.

Manufacturer narrative:
No intervention required. Physician proceeded with additional pre-dilatations and a new resolute onyx stent. Product analysis summary: there were two kinks on the catheter 41.5cm and 74cm distal to the strain relief. There was a kink on the distal shaft 19.6cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent wraps with struts raised and bunched. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection ¿ stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: bends were visible on the catheter which are consistent with the coiling of the device for return. An angiographic image and a photograph were provided for analysis. The angiographic image is of poor quality and no device or stent deformation can be seen in this image. A photograph of the stent was received for analysis which shows deformation to the mid stent struts. The stent struts appear raised. If information is provided in the future, a supplemental report will be issued.